Event description:
The (B)(4) complaint handling unit reported a broken screw after a second attempt at removal. A cortex screw was inserted into the patients bone following pre-drilling. This screw was then removed from the patient with no adverse event. This same screw was then re-inserted into the same hole with no adverse event. The surgeon decided to remove this same screw a second time and during removal the screw broke at its shaft, leaving part of the shaft in the patient.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.